Event description:
The pt developed an infection associated with the implanted pump system. Symptoms included redness. The hcp removed the catheter alone. The pump was set at minimum rate. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).